Event description:
It was reported that the twist sleeve of the transfer set was broken and caused the transfer set to disconnect from the catheter. The care giver (cg) and the home patient (hp) attempted to reconnect the transfer set to the catheter. The transfer set was replaced and the hp was given antibiotics prophylactically. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A label review pertaining to proper aseptic technique is addressed in product resolution summary - renal peritoneal dialysis disposable devices - problem code use error breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.